Event description:
Allegedly failed tha. The cup slipped out of position apparently due to a lack of bony ingrowth of the acetabular component. High activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event code is addressed in the package insert. This is the same event as 1043534-2013-01913, 01914.